Event description:
Patient called to report a product problem and adverse event involving her resmed CPAP machine and mask. Patient stated she was diagnosed with severe sleep apnea about 5 months ago and ordered to use a resmed CPAP device. Patient stated since the start of using the device she has been experiencing issues where the machine and the mask are defective, leak air, and do not provide any symptom relief. Patient stated she has visited the supplier multiple times and received a replacement mask, but the issues persist and are negatively affecting her life. Patient stated she is barely sleeping and has been to the ER due to escalating health condition. Patient said she would like the entire system evaluated. Patient stated she feels neglected. Pt code: 2517. Device codes: 2588, 2946. Reference report: mw5184552.

Event description:
Additional information received on 04/22 for reports mw5184552 and mw5184553 to update narrative: the reporter stated that while using the device, it allegedly held the jaw in an improper position, resulting in a jaw dislocation. The reporter described the injury as severe, stating that the joint in the jaw was pulled out and will require surgical intervention to correct. The reporter further indicated ongoing symptoms including significant pain, difficulty eating requiring a liquid diet, and episodes of the jaw locking. The reporter also stated that injections are being administered in the arm to assist with opening the jaw. The injury has reportedly impacted daily activities. No additional device malfunction details were provided.